Event description:
It was reported that the patient presented remotely via merlin.net. It was observed that the insertable cardiac monitor exhibited episodes of under-sensing and episodes of over-sensed noise. No intervention was performed. There were no patient consequences.